Event description:
It was reported that the pk dissecting forceps instrument had splinters approx three to four inches from the wrist. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument main tube had some light scraping approx three inches from the wrist, all around the outer diameter of the tube. There was also a section on one side of the tube where material had been removed, located beneath the scraped area. It was determined that the failure mode is consistent with the use of a potentially defective cannula accessory, which may remove material from the instrument during use. The site has previously returned damaged cannula.